Event description:
It was reported that the device had a bad pump. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). UDI information is unknown. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Damaged enclosure, front cover, and bent micro switch. Filled tank with water, attached temp check, plugged in line cord, and turned on power switch. The reported problem was duplicated. The root cause of the reported issue was found to be a faulty pump. Actions were taken to mitigate the reported issue: replaced the pump.